Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 301 (mg/dl). Customer changed infusion site and administered a correction bolus to treat bg level. Customer indicated they would contact their health care provider to discuss possible factors that may affect bg levels.